Event description:
It was reported that, "during the tka, when the surgeon was inserting the headless pin, it stuck and broke into the distal resection guide."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.